Event description:
Customer reported receiving an error 3 message on their locked freestyle flash meter. During the course of troubleshoot with adc customer service, it was discovered that the unit of measure could be changed. The meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted. Customers and retailers have been informed.